Event description:
The customer stated an architect i2000 analyzer generated a false (B)(6) result for one patient sample. The architect analyzer generated an (B)(6) result of (B)(6). The result was questioned because the patient had a previous (B)(6). Upon repeat, an (B)(6) was obtained. The false (B)(6) result was not reported outside of the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.